Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left anterior descending (lad). After the lesion was pre-dilated with a 3x10 mm balloon catheter, a 3.5x8mm xience xpedition drug-eluting stent (des) was deployed. However a distal edge dissection was noted after the delivery catheter was removed, therefore a 2.75x23mm xience xpedition was deployed to treat the dissection. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.